Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 08/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged hair was identified in the packaging. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: based on the investigation of the returned catheter sample hair/fiber inside packaging could not be confirmed. The sample was returned including two hairs/fibers but with opened packaging so that it was not known when the hair/fiber got in touch with the product. The visible sealing seam indicated that the product was properly sealed. An indication for a process related issue could not be found. Based on the information available a definite root cause for the reported event could not be determined. Labeling review: in reviewing the currently available labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.' The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged hair was identified in the packaging upon preparation on the scrub table. There was no patient contact.